Event description:
Reference number: (B)(6). Event occurred in canada it was reported that the patient faced infusion set blockage issue on (B)(6) 2024. The patient saw drops at the end of the tubing but when connected to the site there were no drops. The patient did not receive an occlusion alarm. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.